Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the system interrupt occurring via the pump history. The pump does not actively alarm system interrupt, rather it is seen in the pump history to indicate the pump shutting down without being properly turned off. During the investigation mmdg was not able to replicate the complaint. The pump auxilary alarm also did function correctly during testing. Based on the pump history and the investigation, it appears the batteries were removed from the pump and that when this occurred that the auxilary alarm would have triggered appropriately. The pump was serviced and returned.

Event description:
The initial reporter stated that they had started the program as they normally would at 7:45pm but that they noticed it had stopped at some time during the infusion at 10:30am the next day. Mmdg followed up with the initial reporter who stated that the patient had been taken to the hospital to have her blood sugar monitored, and that it was acceptable and remained so. They also stated that the patient was doing well afterwards. (B)(4).